Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was able to gain weight, the therapy was working great, and it took away 90 percent of their symptoms. The device had basically saved the patient¿s life. The patient still had times where they would get nausea and vomiting and would ¿get it good.¿ this had been since implant on (B)(6) 2012. There was not a specific return of symptoms, it had just always been like that. The patient had only 1 hospital visit during the whole time they were implanted due to their symptoms. The patient¿s symptoms were constant and they knew that once a month or so they would be down for a couple of days due to their nausea and vomiting caused by the gastroparesis they got the device to help with. The patient mentioned having diabetes, which had attributed to other health problems they had and gastroparesis. So many different factors caused the nausea and vomiting and the patient had gotten their quality of life back from the device. The patient still had symptoms, but was ok. The patient was a ¿medical miracle.¿ the patient was in contact with their managing health care provider (hcp) and discussed the therapy with them. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.